Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
A male pt contacted lifecor customer support to report that he had removed the electrode belt and upon reattaching it to the monitor has bent some pins. Support instructed the pt to never remove the electrode belt from the monitors. A lifecor territory manager exchanged the pt's electrode belt.